Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryoablation procedure, the patient was hospitalized for two days with stress-induced (takotsubo) cardiomyopathy. An echocardiogram showed low ejection fractions and elevated troponin levels and medication was administered with resolve. The case was completed with cryo. The patient is a participant in the comparison of rf and cryoballoon ablation therapy of af clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the issue resolved on a later date.